Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be verified as the returned device analysis indicates the device was successfully deployed with no observations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined as a specific failure mode was not provided. A conclusive cause could not be determined as a specific failure mode was not provided and the condition of the returned device indicates successful deployment with no observations. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3: estimated date of event.

Event description:
It was reported that this was a closure using four prostyle devices relative to an unspecified procedure. Reportedly, unspecified failures occurred with the four prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.